Event description:
During an arthroscopic repair, the physician reportedly utilized a speedscrew knotless implant (w/inserter handle). While placing the initial implant, the anchor was broken. A second implant was opened and introduced into the bone hole. The physician was unable to tension the suture. The implant was abandoned within the pt's bone and was not used. The physician drilled a new bone hole and was able to complete the procedure with a third speedscrew device. Although no pt complications were reported, the physician indicated there was a 20-minute surgical delay related to this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received. Reference manufacturer report: 9019871-2012-00039.